Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report#1627487-2018-03787, reference MFR report#1627487-2018-03788. It was reported that patient was no longer receiving effective therapy from the drg system. Additionally, patient experienced overstimulation down the leg. X rays confirmed that all 3 drg leads migrated. The patient is exploring other options for pain management. Surgical intervention may be undertaken at a later date to address the issue.

Event description:
Device 1 of 3: reference MFR report#1627487-2018-03787, reference MFR report#1627487-2018-03788. Additional information identified that surgical intervention was undertaken wherein the leads were explanted and replaced due to lead migration. Reportedly, effective therapy was restored post procedure.